Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 8.6 mmol, 12.4 mmol, 13.7 mmol. Tests were done within 20 minutes with a difference of 26%. Patient did not experience any adverse events. No further information has been reported.